Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal history was not showing in the pump history. There was no reported impact to customer's blood glucose. Customer was unable to upload the pump for investigation by tandem technical support.